Event description:
Affiliate reported that the dr thought she saw that the inside part of the valve had turned out from it's outer shell.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.